Manufacturer narrative:
Occupation is patient/consumer. No product will be returned for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a laboratory using turbidimetry acl top 550 with a human thromboplastin. The meter result was 3.4 inr. The result from the laboratory within less than one hour was 2.54 inr. Customer has a therapeutic range of 2.0-3.0 inr.